Event description:
It was reported the patient lost weight after implant. As a result, the ipg has inverted in the pocket making it difficult to recharge. Subsequently, the ipg battery became inoperable due to not being able to recharge. Surgical intervention may be undertaken to reposition the ipg and to secure it in place.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.